Event description:
Note: this report pertains to one of two resolution 360 ultra clips used in the same procedure. It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the duodenal bulb for hemostasis during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the clip did not separate from the delivery device after deployment. It was then pulled from the bleeding vessel. The procedure was completed with a non-boston scientific device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation results the returned resolution 360 ultra clip was analyzed, and visual inspection revealed that the device was returned without the clip assembly and with the catheter kinked and unraveled. Microscopic examination confirmed evidence of full deployment. Dimensional testing of the bushing hooks showed measurements within specification. No additional problems were identified with the device. The reported event of clip unable to release from the catheter could not be confirmed. Based on the analysis, the most likely cause of the reported event is related to operational factors, such as user technique, given that the device was fully deployed and the catheter was returned damaged. Therefore, the most probable root cause of this complaint is classified as an adverse event related to procedure.

Event description:
Note: this report pertains to one of two resolution 360 ultra clips used in the same procedure. It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the duodenal bulb for hemostasis during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the clip did not separate from the delivery device after deployment. It was then pulled from the bleeding vessel. The procedure was completed with a non-boston scientific device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.